Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) and an introducer needle for evaluation. Visual examination of the ars and introducer needle did not reveal any defects or anomalies. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and, in certain orientations, it snapped back in to a position = 1cc, however, in certain orientations it did not snap back. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did not consistently pass the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. In certain orientations resistance was felt and the plunger body was not be able to move to the bottom of the syringe, however, in other orientations the plunger was able to be fully compressed. Therefore, the ars did not consistently pass the push test. Water was aspirated into the returned ars. Water and air filled the syringe with a significant amount of air bubbles entering. A lab in ventory 0.032" guide wire was passed through the valve in the ars handle and no resistance was met. A device history record review was performed on the ars and no relevant manufacturing issues were identified. The customer reported issue of the ars syringe leaking was confirmed during functional testing of the returned sample. Functional testing was performed on the returned ars syringe and it was confirmed that the ars did not pass leak testing in certain orientations. Although the ars did not meet functional requirements, a probable root cause could not be determined as no ars components were found to be defective and no issues were found in the assembly. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer reports the ars (syringe) leaked during use.